Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Impedance testing was also completed and measurements were within normal limits. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that an alert was detected due to high pacing impedances with this patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. The ICD and rv lead remains inservice at this time.

Manufacturer narrative:
The field representative was contacted and was not able to provide any further information. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient underwent a lead revision due to ongoing issues with out of range pacing impedances, and now increased threshold measurements. There were no reported noise episodes or inappropriate shocks or inappropriate sensing as a result. A new pace/sense lead was successfully implanted. The ICD lead portion remains in service. Since the device had less than one year longevity remaining, the physician elected to replace the device during the same procedure for the lead revision. No adverse patient effects were reported.